Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display went blank. The user also reported that the roller pump never stopped, and that the controls continued to function even though the display was blank. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.